Event description:
We received an allegation of questionable ise results for 1 patient serum/plasma sample tested on a cobas pro ise analytical unit when compared to a different cobas pro ise analytical unit ad on another analyzer. Results for the sodium (na) test were affected. Initial result: 152.5 mmol/l. Repeat result: 141 mmol/l (tested on another cobas pro ise). The provider called the laboratory to question the initial result as the patient was tested on a point of care (poc) device at the doctor's office and obtained a normal result. The customer then repeated the sample multiple times and the repeat results ranged from 139.8 mmol/l - 141.9 mmol/l. The repeat result of 141 mmol/l was deemed to be correct. Reportedly, the customer contacted the provider and provided the correct result.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The calibration was last performed on (B)(6) 2024 and it was acceptable. Qc was acceptable on the day of the event. The field service engineer found an issue with the sipper probe. He cleaned the sipper probe. He then performed ise checks and precision studies and they were within specifications. The investigation determined that the root cause was an issue with the sipper probe. The service actions (cleaning the sipper probe) resolved the issue. No further issues were reported afterward.